Event description:
It was reported that the pt diagnosis suggested a failure with some part of the shunt. It is believed that the pt presented with signs of hydrocephalus recurring which the surgeon attributed to shunt failure. The valve was explanted.